Event description:
It was reported that the patient was admitted to the hospital with fever, chills, and fatigue. The patient had leukocytosis at outlying emergency room visit. Antibiotics were previously stopped due to underlying thrombocytopenia. Patient also complained of urinary urgency and foul smell. Urinalysis showed large amounts of blood in urine. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 17:54:00 and 17:54:58, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, bleeding, and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, bleeding, and thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to powering up the co ntroller without the driveline connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.